Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented ito the clinic for a follow up. The pulse generator could not be interrogated. A different programmer was used, but was unsuccessful and interrogation could not be established. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported. It was noted that the patient had been lost to follow-up since (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found an ID bit was severely corrupted which was the cause of device not being able to be interrogated.